Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later, healthcare professional reported new bulge, pain, and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report, a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening, assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ bulge: unable to observe since it is not related to the device. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture, bulge and capsular contracture, baker grade unknown with pain. The device has been explanted.